Event description:
A customer reported a cgm error 42 with their device. The issue was resolved without any adverse impact on the customer's blood glucose level. Technical support assisted the customer with a complete pump reset, after which the error did not reoccur, and the customer was able to successfully start a new sensor session.